Event description:
The customer reported endoscope detection failed during set-up for use involving an Olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
This MDR was submitted during the system outage from (b)(6) 2026 which may result in a delay of receipt of all of the acknowledgements. This MDR was submitted during the system outage from (b)(6) 2026 which may result in a delay of receipt of all of the acknowledgements.